Manufacturer narrative:
Clinical review: based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the hospital on (B)(6) 2022 due to drain complications. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient went to the ER due to drain complications, ¿inadequate¿ dialysis, and confusion. Despite radiological testing confirming the pd catheters¿ (not a fresenius product) proper position, the patient was admitted for further evaluation. The details of the hospitalization are limited; however, the pdrn reported the patient¿s pd catheter did not require any intervention. The patient completed ccpd utilizing a baxter cycler while hospitalized without reported issue. The patient was discharged on (B)(6) 2022 in stable condition and resumed using the same liberty select cycler as before the events. Per the pdrn, the admission was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn stated the patient refused to call fresenius technical support for troubleshooting and went to the hospital without consulting the on-call pdrn. Furthermore, the patient¿s reported confusion and inadequate dialysis were due to the patient failing to perform/complete ccpd therapy once drain complications were encountered. The pdrn attributed causality to the patient¿s non-compliance with her pd prescription, limited understanding of the liberty select cycler, and refusal to seek assistance when drain complications were encountered. The patient has recovered from the events.

Event description:
A registered nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the hospital on (B)(6) 2022 due to drain complications. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient went to the ER due to drain complications, ¿inadequate¿ dialysis, and confusion. Despite radiological testing confirming the pd catheters¿ (not a fresenius product) proper position, the patient was admitted for further evaluation. The details of the hospitalization are limited; however, the pdrn reported the patient¿s pd catheter did not require any intervention. The patient completed ccpd utilizing a baxter cycler while hospitalized without reported issue. The patient was discharged on (B)(6) 2022 in stable condition and resumed using the same liberty select cycler as before the events. Per the pdrn, the admission was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn stated the patient refused to call fresenius technical support for troubleshooting and went to the hospital without consulting the on-call pdrn. Furthermore, the patient¿s reported confusion and inadequate dialysis were due to the patient failing to perform/complete ccpd therapy once drain complications were encountered. The pdrn attributed causality to the patient¿s non-compliance with her pd prescription, limited understanding of the liberty select cycler, and refusal to seek assistance when drain complications were encountered. The patient has recovered from the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.